Event description:
The advocate stated the customer tested his blood glucose using 2 contour meters and received readings of 194 and 94 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The meter and accessories were not available during the call so no information was obtained. No product was replaced.

Manufacturer narrative:
The initial reporter information and product information (d4) could not be obtained. It's not possible to determine the manufacture date without the product information.